Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (616 mcg/ml at 110.88 mcg/day), bupivacaine (11.1 mg/ml at 1.998 mg/day), and dilaudid (4000 mcg/ml at 720 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed there were no emi/magnetic sources present. The pump logs showed motor stall occurred and multiple motor stalls and recoveries beginning on (B)(6) 2017. The patient had no symptoms. No further patient complications have been reported as a result of this event.